Event description:
Rn observed leakage of syringe when doing IV push of saline after medication. Leakage appeared to come from pin-sized hole in syringe and was only evident when pushing down on the plunger.